Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did this occur? On the first firing. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. For clarification, was the staple line missing staples at the distal end? No. For clarification, what was the shape of the staples that were deployed (b-formation, irregular, unformed)? Irregular. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a lower anterior resection procedure, there was no staple formed at the distal segment. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.